Manufacturer narrative:
(B)(4).

Event description:
The customer reported that an 840 ventilator malfunctioned while in use on a patient. The patient was transferred to an alternate ventilator. Additional questions have been asked about the event but the customer has not yet provided additional information.

Manufacturer narrative:
(B)(4). Service engineer (se) inspected the device and found oxygen (o2) pressure solenoid (psol) - current out of range error message. The o2 psol was replaced in addition to replacing the expired o2 sensor. After component replacement, the ventilator passed all testing, operated within the manufacturing specifications and returned to service at the facility.

Manufacturer narrative:
The suspect component was returned to covidien/ medtronic¿s product analysis.  A visual inspection of the returned component was performed and it was determined that the parts shelf life had exceeded the period of time recommended by the manufacturer. If information is provided in the future, a supplemental report will be issued.